Event description:
Latex free swan-ganz catheter with malfunctioning balloon tip that would not hold air during cath lab procedure. Pt had procedure requiring latex free swan-ganz the previous day - (B)(6) 2018, catheter balloon malfunctioned at that time, as well.